Manufacturer narrative:
(B)(4). The patient required an additional procedure to replace the device as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that approximately 2 months after a gallbladder drain placement, the hub separated from the catheter and a new catheter had to be placed.